Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that one cassette was not working properly. The patient hooked up the cassette and went through the process, and a medication flowed a little bit, but it didn't budge. It was reported that everything was clamped like it was supposed to be. There was a patient involvement and there was no patient harm reported.